Event description:
A user facility reported that during the intraocular lens (iol) implant procedure the haptic broke. The lens was removed and replaced during the same procedure. Additional information was received by the facility who reported that the capsular bag tore after insertion. Another lens was inserted during the same procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).